Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead did not dislodge but could not pace and had poor sensing after the surgical procedure (myectomy) three months had passed. The lead was removed and a new lead was implanted successfully using the same device. No adverse patient effects were reported.